Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was experiencing high thresholds. It was also stated by the field representative that after further testing the ra lead was dislodged. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.